Manufacturer narrative:
A medtronic field service engineer (fse) visited the site and tested the system on (B)(6)2016. User reports that the o-arm ias (image acquisition system) shuts down after being turned on. Found a nonfunctional charging circuit on the motor charger board. Replaced motor charger board and 8 motion batteries. System checkout performed. O-arm system fully operational after replacement/repair.

Event description:
A medtronic representative reported that, during a spine case, the system displayed a "critical battery error." The system was moved to a different room when it shut down. They were able to plug the system in and charge it prior to needing it for the surgery. They were able to complete a spin. The case continued with no delay or patient impact.

Manufacturer narrative:
Investigation of returned suspect motor battery charger confirmed the reported problem. Visual inspection found: no led lit on channel d. Capacitors do not show signs of stress. Output testing on fixture confirmed no output from channel d. Channels a-c measured as expected. The reported issue was confirmed to be caused by an electrical failure of the board.